Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the laparoscopic cholecystectomy, the retrieval bag was being removed from the hasan port site after specimen retrieval when the bottom of the bag popped open due to being under pressure and the bag tore. The specimen have fallen into the patient. The gallbladder was cut open to retrieve stones from inside in order to get the specimen out, and an increased risk for infection was noted. The surgeon removed the specimen without the bag using a grasper. No patient complications have been reported as a result of this event.